Manufacturer narrative:
(B)(4). Date sent: 4/27/2026 additional information was obtained: update the lot number to "y7060n ". Product code should be ¿harh36 ¿ corrected data: d1, d4, h4.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a surgery for hilar cholangiocarcinoma the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) . Date sent: 5/26/2026. D4 batch #: y7060n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade broken inside of the tube. The broken blade was located at an area inside the tube proximal to the tissue pad. During functional testing on energy systems, an alert screen was displayed. The device will stop activating when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens including "remove instrument from patient," ¿blade error detected,¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7060n, and no non-conformances were identified.